Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for pre MRI scan pulse generator testing. Upon interrogating the device, it was discovered that the right ventricular lead exhibited decreased sensitivity, high capture threshold, and low pacing impedance. The patient was sent for a chest x-ray which revealed that the right ventricular lead was pulled back from the implanted location. The MRI scan was canceled. On (B)(6) 2019, the right ventricular lead was repositioned successfully. The patient condition was stable at the end of the procedure.